Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter were 221 mg/dl (ss) and 172 mg/dl (accucheck) respectively (28% diff.). Meter was not cleaned according to MFR's product recommendations. There was no allegation of harm.